Event description:
Treatment of a paraophthalmic aneurysm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil and it became flattened; therefore, it was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).